Event description:
The user facility reported that the side-tube detached from the main housing of the introducer sheath during a saline flush. Reportedly, there was no impact to the patient and the procedure was completed successfully.

Manufacturer narrative:
Results - are based on evaluation of user facility information and the returned sample; is based on quality record and reserve sample evaluation. Conclusions - is evaluation of user facility information and the returned sample; is based on quality record and reserve sample evaluation. Visual examination of the returned sample confirmed that the side-tube had separated from the introducer sheath housing, although there was evidence of proper bonding to the housing. Retention samples from the reported lot, the previous lot and the subsequent lot were evaluated. Inspection and testing of these samples confirmed that there were no defects or anomalies and product performance specifications for joint strength were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. The cause of the reported event cannot be definitively determined based on the available information. While the cause of the reported event cannot be definitively determined based on the available information, the event description is consistent with over-pressurization of the tubing during the injection of saline. The device labeling does address the potential for such an event under certain circumstances in the warnings/precautions section of the instructions-for-use which state, "do not use a power injector through the side tube and 3-way stopcock." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.